Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The suspect device was returned to olympus for evaluation, the service center confirmed the reported event. It was also noted the plastic distal end cover showed signs of denting and scratches. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus upon receiving the evis exera ii duodenovideoscope foreign material was observed in the device. They pushed the brush through as foreign material then exited the channel and proceeded with using the device. During an unspecified therapeutic procedure, a sticky foreign material was observed in the biopsy channel and the brush was met with resistance when advancing through the channel. There was no reported death, harm or injuries related to this event.

Manufacturer narrative:
Additional information was received from the reporter. Correction to the initial report, the date received by the manufacture was 04feb2022. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information was received from the reporter where the scope was run through a olympus endoscopic reprocessor (oer-pro) prior to use on the patient. Once the sticky substance was observed, the subject device was exchanged for a similar scope to complete the procedure. There has been no patient injury or impact due to the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by one of the following: - user¿s brushing method of the biopsy channel after the previous use differed from instructions for use (IFU) recommendation. - in reprocessing after the previous use, water feeding was inadequate. Water remaining in the biopsy channel became sticky substance. - in reprocessing after the previous use, air feeding was inadequate. Water remaining in the biopsy channel became sticky substance during storage. Olympus will continue to monitor field performance for this device.